Event description:
Wife of home pt (hp) reported pt line of homechoice set became disconnected from transfer set during inital drain of treatment. Hp stopped treatment at time of system error 2240 alarm. There was no pt injury or medical intervention associated with this incident per hp.